Event description:
According to the available information, urinary catheter was placed in the patient. The catheter "fell" out of the patient a few hours after insertion. The balloon was found punctured. The patient had to be catheterized again.

Manufacturer narrative:
The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.